Event description:
Patient was being cardioverted using the machine. Operator couldn't get the unit to fire the first time, buttons were pressed, but unit worked on second try. Unit sent to biomedical engineering for evaluation. Patient received burn from pad. Burn treated with silvadene. Black and red area observed on chest.